Event description:
It was reported that during a cranial procedure the system encountered an error and was restarted. When the system was brought back up, the instruments did not return as activated with the system. The software was closed once again in an effort to trouble shoot, before the use of navigation was aborted. No adverse consequences or medical interventions were reported with the event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a cranial procedure the system encountered an error and was restarted. When the system was brought back up, the instruments did not return as activated with the system. The software was closed once again in an effort to trouble shoot, before the use of navigation was aborted. No adverse consequences or medical interventions were reported with the event.